Manufacturer narrative:
Device manufacture date: february 10, 2016 ¿ february 11, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow was observed with a large volume infusor. The reporter stated that the device was filled with 240 ml of solution. After 48 hours, solution was not flowing and 200 ml of solution remained. There was no patient injury or medical intervention associated with this event. No additional information is available.